Event description:
On (B)(6) 2013, abbott point of care (apoc) was contacted by a customer who reports unexpected results on pt/inr cartridges on a (B)(6) female patient. There was no additional patient information available at the time of this report. Date, method, time, inr: (B)(6) 2013, I-stat, 2:28 pm, 3.9 finger stick, (B)(6) 2013, ca1500, 3:28 pm, 2.6 (plasma), (B)(6) 2013, ca1500, 4:30 pm, 2.4 (plasma), (B)(6) 2013, ca1500, 4:30 pm, 2.5 (plasma). Based on the information available at the time there were no injuries associated with this event.

Manufacturer narrative:
(B)(4). An investigation was completed on (B)(4) 2013 and a deficiency was identified. (B)(4).